Event description:
It was reported that prior to a coronary artery stenting treatment procedure a shaft break occurred. While removing the 3.0 x 20 mm taxus express2 drug eluting stent from packaging a shaft kink was seen. After complete removal a complete shaft break occurred. The procedure was successfully completed with another 3.00 x 20 mm taxus express2 drug eluting stent. No pt complications were reported.